Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that isometric testing was performed with this patient and this right atrial (ra) lead exhibited noise, oversensing, pacing inhibition with asystole less than 2 seconds as well as low amplitudes, poor morphology and high pacing thresholds. As a result, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.